Event description:
The patient called to report being "thoroughly breathless" since the device was implanted and feels like is having "adverse effects". Further information from follow-up reports that there was some programming changes to the device. It was noted that the patient still complains a little about shortness of breath, however the physician believes the device is functioning appropriately with no allegations. The device remains in use. No further patient complications have been reported as a result of this event.

Event description:
The patient called to report being "thoroughly breathless" since the device was implanted and feels like is having "adverse effects". Further information from follow-up reports that there was some programming changes to the device. It was noted that the patient still complains a little about shortness of breath, however the physician believes the device is functioning appropriately with no allegations. The device was removed and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed and no anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.